Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer alleged that the control iq software did not decrease or suspend insulin as intended. Customer consumed carbohydrates to address the low bg. No additional information was provided. Although requested, customer declined to upload pump data for review, and declined troubleshooting with tandem technical support.